Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the leak from crimped tubing and fitting which was not properly secured to the backwash tank. The fse proceeded to replace the tubing and secured the fitting to resolve the leak and verified the repairs as per established procedures. (B)(4).

Event description:
The customer reported an unknown amount of fluid leaked from the left side of the coulter lh 750 hematology analyzer. The customer was unable to determine the source of the leak but stated that the leak was contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.